Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). (B)(4). A product evaluation was not possible as the lens was not returned to the manufacturing site. The manufacturing record for the intraocular lens was reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The review of the in process documentation results for the silicone lens shows that all the lenses sampled had an acceptable haze level. A review of the raw material/manufacturing procedures in change control system was done when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related to the reported complaint. During the manufacturing record review no deviation or assignable cause was identified for the complaint reported or was related to the reported complaint when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The lens met specification prior to release. The reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the female patient's right eye. Patient underwent bilateral cataract removal 10 years ago and a model z9002 lens was implanted in each of her eyes and had recovered vision in both eyes without complication. The observation at the patient's last visit, (B)(6) 2015, noted cloudiness/opacification of the lens material in both eyes with a decreased visual acuity of 6/12. The lens was replaced with a model za9003, 22.5 diopter. Patient underwent explant of the lens implanted in her left eye, (B)(6) 2015, and an MDR has been filed for this explant.